Event description:
Additional information received reported that the device had been placed in a straight segment and not a bend when it failed to open. The doctor had tried resheathing, opening with the wire and catheter, and a balloon plasty. The devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, during deployment, the device got twisted in the bend and failed to open distally. The physician attempted to open the device a few times, but the issue was unresolved. As a result the device was replaced. The patient was undergoing treatment of an unruptured, saccular right ica aneurysm with a max diameter of 22mm and a neck width of 23mm. It was noted that the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered, the pru level was 140-150. Post procedure angiographic results were good. There were no related patient symptoms.

Manufacturer narrative:
H3: the pipeline flex embolization device (model: ped2-450-35, lot: b019194) (pli-10) and phenom-27 catheter (model: not reported, lot: unknown) (pli-20) were returned for analysis. (Pli-10) no bends or kinks were found with the pipeline flex pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The dps restraints/sleeves appear to be in good condition. The tip coil appeared to be in good condition. Due to the condition in which the braid was returned the proximal and distal braid ends were unable to be determined. Both braid ends were found opened and frayed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both ends of braid were found to be opened. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.